Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized last (B)(6) "201" for their high blood glucose. Customer's blood glucose was 383 mg/dl. Customer stated that her blood glucose continued to rise so she decided that she needed medical attention. Customer was wearing the insulin pump at the time of the hospitalization. Customer was not in an accident. Customer stated she was transferred to another hospital for better care. Customer stated the reason for hospital care was due to diabetes and 'sifalus'. Customer declined to do troubleshooting for high blood glucose. Customer stated the high blood glucose was not due to the insulin pump. Customer requested for emergency supplies. No further information provided.